Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008573, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008573. The count of complaint is 3 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6008573 was manufactured according to the work instruction (wi) version 80 and manufactured in the multivac 12 on 11-aug-2024, with a total of 28,500 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non -conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to emergency room as he was feeling sick on (B)(6) 2025 due to high blood glucose levels. The blood glucose levels was 500 mg/dl at the time of event and patient stayed in the hospital for less than twenty-four hours. The patient received treatment with intravenous insulin. The ketones were found to be positive and very large. No further information available.